Event description:
It was reported the lead was bent when it was taken out of the box. The lead was not implanted.

Manufacturer narrative:
(B)(4). Final analysis of the lead revealed the distal end of the lead was bent. The continuity was acceptable and there were no shorts.